Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical generator esg-400 had an error e006 (insufficient conductivity) and e172(fault on the low voltage power supply(lvps)). Due to the errors, they had to cancel the procedure and defer the operation to a later date. The issue occurred during an diagnostic resection of the prostate procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During the device evaluation, the unit functioned as intended; it was rebooted a couple of times and did not show any error codes. However, user event logs showed error code e006. Based on the results of the investigation, it is likely that the e006 was triggered when the electrical resistance between the two electrodes of the device increased & when while using saline modes on the universal socket. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.